Event description:
Patient presented to the physician with severe tethering at the chest and neck sites that were causing pain. Physician brought the patient into the or, opened the chest incision, and found a potential suture abscess and a seroma. Physician performed irrigation, provided additional slack to the stimulation lead, and closed.